Event description:
Note: date of event is unk. On 5/22/08, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008, pp 478-488 (see attached). The study was a retrospective analysis to compare wallstent and ultraflex stents. The following info was derived from this article: within 7 days post procedure, the pt (age, gender and weight unk) underwent a post emergency bypass surgery for stent induced perforation and died as a result of the event. The date of death is unk.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (See scanned pages).